Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system on site and confirmed that it had failed to emit x-rays. During troubleshooting, the fse identified a fault in the system interface box (sib) located in the m cabinet. The cause of the failure of the adapter could not be conclusively determined by the supplier's part analysis; however, replacement of the sib box along with the adapter by the fse resolved the reported issue and restored the system's functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.